Manufacturer narrative:
Device will not be returned for investigation. Hospital discarded. Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, flexible screw driver snapped off inside the patient. Doctor was able to retrieve all the screw driver from the patient, and was able to tighten the screw using a competitor's screw driver.